Event description:
During analysis of the returned generator it was found that the generator had a component malfunction which caused the generator to deliver high output. No patient impact or injury.

Manufacturer narrative:
Product analysis # (B)(4). Evaluation process: performed visual inspection on unit per (B)(4). Unit has scratches down to the exposed metal. -one of the two screws that holds the foot pedal receptacle in place was missing. Performed baseline functional testing per (B)(4). Output was delivered within specification for all modes and power levels except for medium cut 30w (measured 41.2w; maximum 40w) and medium cut 60w (measured 72.3w; maximum 72w.) Root cause: unit delivered high power in 30w and 60w medium cut mode because of a malfunctioning rf amp pcba. Replacing the rf amp pcba will address the issue. (B)(4).